Event description:
It was reported that the right ventricular (rv) lead had non-sustained tachycardia episodes with noise due to possible diaphragmatic myopotential oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-53 lead, implanted: 2005 (B)(6); 1388tc competitor lead, implanted: 2000 (B)(6); 1346t58 competitor lead, implanted: unk. (B)(4).